Manufacturer narrative:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had power-on electrical test failed code 6. No patient involvement and no personal injury occurred. A getinge field service engineer (fse) confirmed the reported failure. Fse troubleshooting after display calibration. Can be delivered for clinical use.

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a power up test failure code #6. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,e3,h6(impact).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a power up test failure code #6. There was no personal injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.